Event description:
The manufacturer received information alleging that a "ventilator service required" alarm occurred. The device was received and evaluated by the manufacturer. An error indicating that the device software has detected a large pressure drop between the monitor and outlet pressure sensors found. The flow sensor was replaced to address the reported issue.